Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppages and low speed events that were captured in the submitted log file. The submitted log file captured decreases in speed below the low speed limit, including multiple pump stops with corresponding low speed and low flow hazard alarms. The associated voltage levels indicated that the events occurred when the system was powered by a power module. Low battery advisory/hazard alarms were also observed during the pump stops. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing. Another segment measuring approximately 13¿ and the distal portion of the driveline measuring approximately 23¿ with the controller connector were also returned. The sealed inflow and outflow cannulas were not returned. The outflow elbow was returned attached to the pump's outlet port. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Evaluation of the driveline's outer jacket revealed dark, burnt-like areas along the velour covering of the 13" segment, as well as along the 23" segment at approximately 20.5" from the controller connector. Electrical continuity testing of each driveline segment found all of the wires to be electrically intact. Upon removal of the outer layers, visual examination and hipot testing of the underlying wires revealed a breach in the insulation of the orange wire approximately 1¿ from the pump housing. Additional breaches were found in the insulation of the yellow wire and the green wire approximately 10.5¿ ¿ 11¿ from the distal end of the 13¿ returned segment. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source such as the mobile power unit or the power module, the resulting short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, are currently available. Section 6 entitled if the IFU "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed operations. The patient heard a beep while tethered to the power module at the office while working and the power module had wrench light on. The patient's device was changed to battery power. There was concern about a potential driveline fracture. Upon review of the log files the data showed pump stops and low speed advisories. The speed drops were as low as 0rpm. This issue only appears when the when the patient is connected to the power module. There were some low voltages noticed during the pump stops. The voltages were showing relative state of charge voltages between 11.8 volts to 12.9 volts. This could be caused by a short within the driveline causing the voltages to drop or it could be a damage to the patient cable. It was recommended that the patient cable be changed and evaluated. There could be a possible short to shield issue with the driveline having a compromised wire. The patient had red heart alarms as well as pump stop alarms. The patient had a pump exchange. The alarm was resolved after the pump exchange.